Manufacturer narrative:
The failure investigation has been completed and the alleged malfunction alarm was verified. However, based on the analysis, the alleged delayed wake button and unresponsive touchscreen issue issue could not be verified and no failure was identified.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that an unspecified malfunction alarm occurred. Additionally, the customer experienced difficulty pressing on the wake button. It was also reported that the pump touchscreen was unresponsive. Blood glucose was 107 mg/dl. Reportedly, the customer had a backup method of insulin delivery available.